Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: patient identifier (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: it was reported that on (B)(6) 2022 the patient had a sub condylar (lambda) plate implanted to their right condyle as well as 7 screws , to treat a sub condylar fracture @ (B)(6) hospital tmc on (B)(6) 2022. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from an attachment . Visual analysis of the photo revealed that ti matrixmand subcond pl lambda/lt/1.0 was observed broken across to one of the screw insertion holes at the shaft. Both fragments were observed in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for ti matrixmand subcond pl lambda/lt/1.0. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient had a sub condylar (lambda) plate as well as 7 screws implanted to their right condyle, to treat a sub condylar fracture. The patient started complaining of pain on (B)(6) 2022, and upon review of a CT scan it was identified that the implanted sub condylar plate was fractured. On (B)(6) 2022, the patient underwent hardware removal procedure. The removal went great and all 7 screws, as well as the broken sub condylar lambda plate, were extracted from the patient. After the removal, the surgeon decided that natural healing had occurred and there was no advantage to implant a new plate." No surgical delay reported because it is post op case. This complaint involves one (1) device. This report is for one (1) ti matrixmand subcond pl lambda/lt/1.0. This is report 1 of 1 for complaint (B)(4).